Event description:
The customer obtained a higher than expected accutni result within the risk stratification range for one patient. Subsequent testing produced a lower result within the normal reference range. Service was dispatched and addressed hardware issues. A definitive device failure has not been determined to date for this event. Initial results for patient 1 = 0.04 and re run 2 time and the results were 0.40 and 0.05.

Manufacturer narrative:
Beckman coulter internal identification number for this report is (B)(4).